Event description:
It was reported that the patient experienced rashes on both arms, and claimed that the rashes did not occur until after the device was implanted. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).